Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy procedure, there were tissue pad issues with the device. Another device was used to complete the case. There were no adverse consequences to the patient.